Event description:
It was reported that the patient presented to the emergency room with syncope. They had nausea and dizziness due to heart rate in the 20-30 range. The right ventricular (rv) lead exhibited intermittent loss of capture and variable thresholds. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-45 lead, implanted (B)(6) 2000. (B)(4).